Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage at the keypad trace. The insulin pump was also received with a minor scratched liquid crystal display window and cracked case near the display window corners.

Event description:
The customer's mother reported via phone call that the insulin pump appeared frozen and had an unresponsive keypad. The customer's blood glucose was 104 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.